Manufacturer narrative:
On 8/16/2019, mentor became aware that the patient underwent bilateral removal and replacement with the following devices: (right) 475cc mentor memorygel breast implant catalog: 3504754bc lot: 7720292 and (left) 400cc mentor memorygel breast implant catalog: 3504004bc lot: 7693205. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 5/24/2019, a manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Concomitant products: 325cc mentor memorygel breast implant catalog: 3503251bc, lot: 6999669, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent primary breast augmentation with two 350cc mentor memorygel breast implants, suffered right side capsular contracture baker grade iii post-operatively. As a result, the patient was scheduled for removal and replacement with an unspecified mentor gel implant on (B)(6) 2019.

Manufacturer narrative:
On 8/22/2019, the mentor failure analysis lab has received the device for evaluation. On 9/5/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample it was observed to be intact. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).